Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave a failed battery test alarm after the battery installation due to a faulty battery tube. No battery out limit alarms were noted. We were unable to test the operating currents due to the faulty battery tube. The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the insulin pump was dropped on flag stone. The drive support cap appears to be loose and sticking out. Customer did not press the drive support cap in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.